Event description:
The ps insert had the locking ring disengage during implantation. A backup was used.

Event description:
The ps insert had the locking ring disengage during implantation. A backup was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #0002249697-2013-01089.